Manufacturer narrative:
Findings: pump was returned for low battery alarm and power error confirms in the long trace. Detailed trace analysis confirmed the pump alarmed low battery and then alarm was triggered when backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes. Analysis of micro timer in detailed trace confirmed that the root cause is the non-sleep anomaly software error. Pump received with minor scratched lcd window, cracked battery tube threads, scratched keypad overlay, cracked select button keypad overlay and scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm power error and low battery. Customer's blood glucose was unknown mmol/l.